Event description:
A new canister kit was set up; however, during the initiation of the aspiration pump, the vacuum gauge would never achieve the proper suction rating of 20 to 25inhg. The canister lid was checked to insure that it was secured tightly onto the canister and all caps were closed. The canister set was removed and a new kit installed. The aspiration pump performed perfectly after the introduction of the new kit.

Manufacturer narrative:
Technical eval: upon initial inspection, the lid was observed to be insecurely latched to the canister. Two of the latching tabs were bent outwards and did not properly seat. The canister was tested in this condition and the maximum vacuum achieved was -15.5inhg. The tabs were then forced into place. There was interference observed between the locking tabs and the bottom edge of the canister lip. Once the tabs were forced into place, part of the tab was sheared off. The pressure reading in this condition was -24.0inhg. Conclusion: the incident was confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.